Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was received on a transfer patient, the end user needed to change the helium tank but could not close the tank. Getinge tech support trouble shot this issue and it was suspected that the valve knob for the helium tank associated with this pump could potentially be stripped. The end user attempted to use the valve knob from one of st. Mercy louis pumps in the cvicu, however the same problem was experienced. The end user was able to find and use a (B)(6) cs300 pump that had a helium valve knob that was in working order. There was no patient injury or harm and no adverse event was reported.

Manufacturer narrative:
A getinge rep went to investigate and noticed the pump did not have a helium valve knob, helium tank or "o-ring" seal attached. A person in the facility showed the getinge rep what they were using to open and close the helium tank valve. It was not a getinge product. After speaking with facility contact, the getinge rep contacted and spoke with biomed department. He stated that serial number (B)(6) was not a mercy jefferson asset and that the asset was actually mercy st. Louis' pump. The getinge rep visited the biomed shop and mercy st. Louis. He advised that the issue had nothing to do with the helium valve knobs. He advised the end user was either not using an o-ring seal or that they were using seal provided by mercy's medical gas provided that may not have been creating a tight seal. He placed a getinge OEM seal and it worked. The clinical users were either not using an o ring seal or not sufficiently not tightening the 3rd party medical gas provider's seal.

Event description:
N/a.